Event description:
It was reported that during surgery, device's comb damaged and cradle where cutters sit has broken slats, also not sure if the handle still ratchets. Per states ratchet able to move in up/down motion and is not stuck on the mesher. There was a patient involved but no impact, harm, or delay reported. Due diligence information complete as no additional information indicated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1: telephone: (B)(6). G2: foreign: australia first reported on mw# 0001526350-2024-00728 but reported separately for event date and customer. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.